Manufacturer narrative:
Additional information was received regarding procedure details. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after deflating the balloon and withdrawing it using a 6/7f mynxgrip vascular closure device (vcd) there was significant bending observed at the balloon. Manual compression was extended to 5 minutes and no bleeding from the puncture site occurred within 18 hours. There was no patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vcd. There were no obvious signs of damage to the device or packaging prior to use. The sheath used with the vcd is unknown. The suitability of the femoral artery was confirmed by angiography, which confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or stenosis greater than 50% at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to administration of the vcd. The device was returned to the body. The vcd was used in an interventional procedure involving the femoral artery. The femoral artery¿s suitability was verified through angiography, including confirming the insertion angle of the vascular sheath introducer (30-45 degrees). The device was used specifically in the femoral artery. No resistance or friction was experienced as the mynx vcd was advanced through the sheath, and no excessive force was applied during use. Pulsatile bleeding at the puncture site was not immediately noted upon removal of the advancer tube. Anticoagulants, antiplatelets, or thrombolytics were not used. The act during the procedure and the patient¿s inr (>1.5) were unknown. Additionally, the patient did not have any history of coagulopathy. The device is being returned.